Manufacturer narrative:
This report is submitted on april 30, 2024.

Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Correction: the initial MDR submitted on april 30, 2024 was filed inadvertently. No device malfunction/ explantation or serious injury has occurred.